Manufacturer narrative:
At this point, very little info is available but some kind of user error is suspected. At meeting with the surgeons in (B)(6) last week, it was only concluded that more info about the pts and the surgery was required and the discussion will continue.

Event description:
Reoperation of 10 out of 19 implanted spacers by three different surgeons. One of them who is trained by an experienced surgeon, has trained the others. (B)(4).